Event description:
It was reported to covidien on 08/03/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt developed a hole on (B)(6)2010 in the silicone tubing at the base of the adapter site. The pt required prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.